Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the right/left knob, the upward/downward knob, the free-engage knob, the forceps elevator lever, the switch box , the scope connector cover, the grip, the flexibility adjustment ring, the image guide protector, the universal cord, the protector of universal cord on the control section side, the protector of the universal cord on the suction connector side, the suction connector and the plastic distal end cover were scratched. The connecting tube, the control unit, the universal cord, the suction connector, the light guide lens had discoloration; the electrical connector had discoloration due to water leakage. The objective lens had a chip; the adhesive on the bending section cover and the light guide lens were chipped; the mouthpiece was loose; the connecting tube had a wrinkle; the suction cylinder was shaved, and the electric connector was corroded; due to wear of the angle wire, the bending angle in the up direction and the play of upward/downward knob did not meet the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the star of precleaning, the air/water nozzle was flushed with air and water and detergent solution. There were abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had wrinkling and buckling of the insertion tube. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.